Event description:
The customer reported, the fiber was noticed to have commenced forward firing at 22775 joules during prostate vaporization. The procedure was completed with a second fiber. Neither the pt nor the end user experienced any injuries as a result of this event.